Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Customer's blood glucose level was 504 mg/dl. The customer was going to use syringes to treat her blood glucose level if she could not get the insulin pump to work. The batteries were not out of the insulin pump greater than duration allowed by the insulin pump. The device was not returned.